Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states end user alleges the knob on the joystick would no longer switch drives when the lever is pushed forward and also hard to power joystick on and off. It would take several tries to turn on or off.